Event description:
The reporter stated that the patient had a implantable collamer lens model micl13.2mm implanted in 2007 as a replacement lens for another micl that had to be exchanged due to excessive vaulting (see MFR's report number 2023826-2007-00329 for the other report). The patient is stating that he is experiencing glare & haloes at night with the lens. The reporter stated that there is no vaulting of the lens and no patient condition to account for this. The medical reviewer states that glare and haloes are common aberrations in the cornea and may be noted more at night and when the pupil is dilated. In icl surgery, the cornea is not touched, therefore, patients who have glare and haloes before surgery, will commonly retain these symptoms, but no increase in severity should be experienced since the cornea is untouched. The patient has pre-existing thyroid condition and his eyelid retracts.

Manufacturer narrative:
Evaluation:a work order search was performed for similar complaints within the search and no similar complaints were found.